Event description:
It was reported that the patient had not been feeling well and had an infection that had spread to his pericardium. The patient deceased on (B)(6) 2013 after suffering cardiac arrest. A loss of capture was suspected. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
Final analysis found normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.